Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer investigation results. Please see the updates in sections: e2, e3, g3, h2, h4 h6 and h10. The legal manufacturer (lm) reviewed the content of this complaint for further investigation. The legal manufacturer reported that the root cause could not be determined. The unit was delivered to the customer on (B)(6), 2015. The lm reported that the most probable causes for the reported event is as follows it was assumed that the device in question was the manufactured prior to the countermeasure of the design change of dr board (printed circuit board) inside the patient board set, and a failure of the dr board occurred. Due to this the legal manufacturer assumed the image would lost when using a scope model older than the exera iii. The countermeasure product was shipped phase alternating line (pal) after (B)(6) 2018 and national television standards committee (ntsc) after (B)(6) 2018 . The legal manufacturer reviewed the device history record (DHR), and confirmed that there was no abnormal in manufacturing, special adoption, and unevenness.

Manufacturer narrative:
The reporter¿s occupation and health profession are unknown at this time. The unit was returned to the service center for evaluation. The customer¿s complaint of ¿ no image¿ was confirmed due to a faulty patient board set and faulty printed circuit board. In addition, the unit was equipped with out dated software. The cause of the internal failures cannot be determined at this time. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.

Event description:
The customer reported that during preparation for use, no image was observed when connected to the 160 and 180 series scope. There was no patient injury reported.